Event description:
Report #: 2915056-2013-00065 is a health professional report from the USA that involves thinstrand rx (rapidstrand rx) iodine-125 seeds incorrectly loaded into implantation needles during MFR of a patient treatment order. In one needle, the stranded seeds were loaded in reverse, resulting in the supplied device being inconsistent with the instructions for use (labeling) and inconsistent with the patient treatment plan as ordered. One pre-implantation review of the radiograph supplied with the product, the loading error was found by the implanting physician. The strand was removed from the incorrectly loaded needle and re-inserted in reverse, correcting the error. Implantation was completed according to the original treatment plan. Quality assurance investigation (B)(4) is ongoing.

Manufacturer narrative:
This type of incident has previously been assessed by ge healthcare as likely to cause death or serious injury if not for detection and intervention at the user facility and this report is submitted under the same consideration. Quality assurance investigation (B)(4) is ongoing. Preliminary review of the manufacturing record found that the order was correctly entered into the manufacturing software, that the strand configuration was correct before introduction into the needle, and that the strand was inserted into the needle in reverse.